Event description:
Customer reported via phone call that they hospitalized and dispatch to emergency room due to high blood glucose level and diabetic ketoacidosis and received infusion flow block alarm on (B)(6) 2022. Customer's blood glucose value was 600 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was symptoms related to high blood glucose such as feeing seek unwell flu like and tired. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. No further patient complications were reported

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.